Manufacturer narrative:
The investigation of access site bleeding has been completed. Clinical reports bleeding from access site on (B)(6) 2025, 15 days into the case. The patient received 7 units and the insertion site was put under pressure with a sand bag. The pump was returned and no abnormalities or damage was observed. The root cause of the access site bleeding was not determined due to insufficient clinical detail.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced access site bleeding requiring blood transfusion. The patient was initially hospitalized with influenza, chronic depressed left ventricular ejection fraction. An impella cp device was implanted via the right femoral artery. Approximately 15 days after start of the support, "increased" bleeding from the access site was noted requiring seven units of blood transfusion. No surgical intervention was required; the insertion site was put under pressure with a sandbag. The patient was noted to be in stable condition following the event. Three days later it was noted the impella cp was surgically removed, and the patient was escalated in care to an impella 5.5 for continued mcs.